Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was 75 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.